Event description:
Product analysis of the vns programming computer revealed no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld and the software flash card performed according to functional specifications. The patient's vns generator was previously not able to be communicated with was felt to be due to a faulty computer serial cable at the time. The patient¿'s generator not communicating with the vns programming computer was previously reported via MDR # 1644487-2013-00286. However, no anomaly was noted with the serial cable. It is likely the previous generator failure to program was due to electromagnetic interference, as the generator was successfully communicated with at the replacement surgery later on (B)(6) 2013.

Event description:
It was reported that the physician was not able to communicate with his vns programming computer. It was indicated that the serial cable connection for the vns programming computer was loose. No issues were found with the vns programming wand. The patient involved had his vns generator communicated and programmed by another programming system. The vns programming computer and the serial cables were returned to the manufacturer and are in the process of product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury